Event description:
It was reported that the lead had low r-waves and was t-wave oversensing. A possible lead failure is suspected. The lead was extracted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the partial lead was returned in segments and analyzed. The proximal conductor was fractured. The defibrillator conductor was distorted. The distal conductor was stretched. Several conductors had blood/bod fluid (not obstructed). The defibrillator conductor was fractured (overstress). There was blood/body fluid in the outer tubing overlay. The outer tubing was kinked/buckled. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The outer tubing was torn. The outer insulation had a cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The lead was stretched.